Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "informed that implanted allergan natrelle prostheses and the manufacturer performed the recall. In addition, commented that a routine exam was carried out and a nodule was found in the left breast and a possible rupture." This is for the left side device. The device remains implanted.

Event description:
Patient reported left side concern due to recall, "nodule" and "intracapsular" device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "intracapsular rupture".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.